Event description:
The following was reported to hamiton medical ag: the ventilator went into safety ventilation while ventilating a patient and then shut off. The patient was bagged. No harm to the patient occurred.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation ongoing.

Manufacturer narrative:
Investigation outcome: the root cause of the incident was traced to a software module crash occurring within the system component responsible for handling the communication between the device and the hamilton connect module (hcm) during ventilation. Although the fault was isolated to the communication module, it inadvertently disrupted the ventilation process and triggered an unnecessary safety mode activation. This behaviour deviated from the expected system response, as such a module crash should not interfere with ventilation. This case is considered as closed.